Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, between approximately 5:00 and 6:00 pm, the patient¿s wearable device completed its warm-up phase and displayed a ¿normal reading,¿ though no specific glucose value was provided. Shortly afterward, the patient began working in his garage, where he started to feel nauseous. At that time, he did not check his continuous glucose monitor (cgm). As his symptoms worsened and he felt as though he might lose consciousness, the patient sat down on the floor but again did not check his cgm. He subsequently lost consciousness. Around 7:00 pm, the patient¿s grandson discovered him unresponsive and contacted his mother, who then called emergency medical services (ems). The grandson did not check the cgm device upon finding the patient. Upon ems arrival, the patient believes he was administered a glucagon injection, which led to the return of consciousness. At that point, the patient reported feeling as though his blood glucose (bg) level was in the 30s mg/dl. When he checked his cgm device after regaining consciousness, it displayed a ¿sensor failed¿ message. It is unclear whether the device failure occurred before or after the loss of consciousness. The patient recovered at home and was not transported to the emergency room. At the time of reporting, the patient stated he was feeling ¿fine.¿ no product or data was provided for investigation. The problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.